Manufacturer narrative:
D9 - date device returned to manufacturer: unknown. The investigation for the reported power on issues/blank screen issue has been completed. The product was returned, and the issue was confirmed. Console logs from the reported day of event are consistent with complaint and indicate that a software process (calculator - part of aic sw) became unresponsive around 4:41:49 on 2021-10-29, and console software detected it, and performed system restart, as a designed response (mitigation mechanism) to such event - that¿s when aic screen went blank for about 10-15 seconds. During the restart, pump 340776 might have been paused for less than 27 seconds, but then the console resumed full operation (pump restarted on its own). There was no "unexpected controller shutdown" alarm (#603) after software restart. This type of event is very rare, and unlikely to reoccur ¿ as evidenced by inability to reproduce the issue during testing in jp fs. Console passed all functional tests and was returned to the customer. Per the results of the clinical review and investigation, the root cause was determined to be due to console's software mitigation mechanism reacting to an unresponsive software process. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the screen went black and briefly stopped functioning. The patient's blood pressure decreased, and no alarm history could be identified. A temporary error occurred with the aic software program, which was restarted to resolve the issue.